Event description:
Rep reported that there was no flow at 50 cm water; with very firm pressure, fluid could be forced through. It is believed that the device was essentially completely obstructed. The user had hoped to flush the clot. Adjustable set-point moved with a magnet (and at this stage the adjustment did not make a measurable change in the flow). As a result the device was revised. Patient did better with a valve replacement and went home over the weekend.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves and or catheters have revealed the accumulations of biological debris within the device, which have resulted in blockages. Review of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.